Event description:
Patient was implanted with tfn construct on an unknown date. Patient presented with periprosthetic femur fracture below the nail post-operatively. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. Surgeon removed the two distal locking screws. Reportedly the tfn nail and helical blade remains implanted in the right femur of the patient. Patient was implanted with lcp distal femur plate construct. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.